Manufacturer narrative:
G3: correcting aware date. Continuation of d10: product ID 3093-33 lot# va06p2b implanted: (B)(6) 2013 explanted: (B)(6) 2023 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was seen in the office on (B)(6) 2022. Device was checked, and impedance was present on lead. Patient and doctor decided to schedule a replacement of entire system for healthy lead and full-body MRI eligibility. The reason for the original patient visit in the office was for increased symptoms. Out of range impedance (>4,000ohms) was present on electrode 0, which worked best for their symptom relief. Programming around impedance was done to help, but patient didn¿t achieve as good of results.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they experienced urinary retention prior to the device, the retention has not worsened as a result of the device or therapy, and catheterization was their 'standard of care' prior to the device. To resolve the device issue that it's not working, they will be seeing their hcp. The issue has not yet been resolved. Related file (B)(4).

Manufacturer narrative:
Continuation of d10: product ID 3093-33 lot# va06p2b implanted:(B)(6) 2013 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reiterated the same information already reported. They also reported that they were having their interstim replaced on (B)(6) 2023. They reported about 2 months ago the "electrocution so I could pee" (the stimulation) "all of a sudden it wasn't happening like it normally did" and the patient knew their bladder was full but they couldn't release their bladder and they had to self-catheterize again. The patient did clarify that before the implant, they had to self-cath 6-7 times a day and they weren't having to self-cath nearly as much now however they were still doing it. The patient stated they tried to increase the stimulation but that didn't help and they called their managing health care provider (hcp) office. The patient gave conflicting event date information than what was previously reported. The patient stated their issues began after christmas but before the end of 2022 and that they'd waited a month but then they called their hcp and a manufacturing representative (rep) was brought on the case and within a week the patient was at their hcp office with the rep in (B)(6) 2023 (the patient stated it hadn't even been a month yet at the time of this call since they met with the rep). The rep was able to tell that 2-3 wires weren't registering/were dead/were not responding any longer but the battery claimed to still have 80 months on it. The patient stated the rep did reset it but the patient (with the hcp and rep's support) made the decision to replace the battery. The patient's reason for call today was to inquire if they could get a hold of the rep because they wanted to ask them a question. Reviewed the role of the rep with the patient but offered to reach out to the rep on the patient's behalf. See related file (B)(4).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that today, the patient (pt) hadn't been able to pee so pt increased stimulation to 1.8 and reported now they are getting "electrocuted like there is no tomorrow". Pt stated they have never had to use the programmer in 10 years. Pt connected with ins on the call and stated stimulation was on at 1.4. Pt clarified they haven't peed in "like two days" so pt stated they are "trying to get it to activate" and reported it's electrocuting pt but not letting pt release their urine. Pt stated they have been getting electrocuted "like every two minutes". Agent reviewed how to decrease stimulation and turn off ins. Pt turned ins off successfully on the call and stated they were no longer getting electrocuted at that time. Pt stated the therapy has been a "godsend" for them. Directed pt to hcp to discuss symptoms. Pt provided event date as today. Pt clarified they have had therapy at 1.2 and pt tried to increase stimulation today. Pt stated they increased stimulation until pt could feel the vibration in their vagina and then pt went to try to pee and they were able to release a little bit of urine, but reported then they were getting "electrical shocks". Pt stated they have not been getting the electrical shocks since turning ins off on the call.